Event description:
Staff drew up medication to administer using a vanishpoint syringe and when attempting to administer medication to patient the plunger would not depress allowing the medication to be administered. Staff needed to get new needle and syringe to administer medication to patient. FDA safety report ID # (B)(4).